Manufacturer narrative:
(B)(4). The lot was manufactured from october 27, 2015 to october 28, 2015. The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection revealed markings located on the exterior surface of the reservoir near the rupture line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.